Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found that the device had a broken connector pin.

Event description:
The consumer reported that the patient was in the hospital for an unrelated throat issue. While in the hospital they turned their therapy off because of the tests and procedures that needed to be performed. The patient was hurting real bad by the time they got home from the hospital but their implantable neurostimulator (ins) battery had gone dead. They went to charge their ins but realized that their desktop charger connector pin had broken off inside their recharger. They were able to remove the connector pin from the recharger. The patient was sent a replacement desktop charger. The patient was implanted for post lumbar laminectomy syndrome and spinal pain. No outcome was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.